Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Medical device problem code 1494- off-label use- indication for use.

Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 26f sheath hole prior to an amulet left atrial appendage (laa) procedure. Reportedly, the prostyle device misfired due to calcium. The sutures of two new prostyle devices were successfully pre-placed. The sheath was remained a 26f and the amulet laa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The device was used in the femoral artery with a sheath greater than 21f. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: for access sites in the common femoral artery using 5f to 21f sheaths. In this case, the IFU deviation would not have contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.